Manufacturer narrative:
Investigation of returned suspect system control board confirmed the reported event was caused by an electrical failure of the pcba board. System control board was installed in the test imaging system; turning key on image acquisition system (ias) to the right applies power, but will not latch on. No system control beep occurs and the lift and shift engages immediately. Releasing the key the ias shuts off. As previously reported the system control board and y-drive assembly were replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system control board and y-drive assembly were replaced on the system. The system control board has been received by the manufacturer for evaluation, although analysis is not yet complete. The y-drive assembly has not been received by the manufacturer.

Event description:
A site representative reported that the imaging system was unresponsive and could not be moved. It was reported that when the gantry was being moved up, a loud "clunk" sound was heard and no other gantry movements could be made. When the buttons on the pendant were pressed to move the gantry, the motors could be heard running, but there was no movement. There was no patient present when this issue was identified.